Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ catheter there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
The batch record for lot# 8043044 was reviewed, no related abnormalities were found during the manufacturing process. The actual sample was provided for this complaint, the actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. Bd investigators subjected the returned sample to leakage testing and identified a small breach in the extension tubing that had characteristics consistent with a puncture originating from the interior of the tubing. Evaluation of the manufacturing line determined that the root cause for this complaint is worn or damaged machinery. The appropriate components have been replaced and bd is currently seeking ways to optimize this zone of production to eliminate the reoccurrence of this event.

Event description:
It was reported with the use of the bd intima-ii catheter there was an issue with leakage. There was no report of injury or medical intervention.